Manufacturer narrative:
During functional pressure leak test, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at proximal end of serpentine balloon. The most probable root cause is due to a latent material defect. The initial reported complaint was not confirmed. During visual inspection, the appearance of the returned suture tab and clamp were observed as normal. They measured 7 cm away from the distal end of the manifold. The suture and clamp were removed and re-attached to the shaft with no problem. The catheter functioned as intended, there was no device malfunction. No shaft damaged was observed. Blood residue was observed on the serpentine balloon, suture tab and on the clamp. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no history of previous complaints reported for solex 7 catheter lot number 91374.

Event description:
It was initially reported that the solex 7 heparin catheter suture tab and clip located in the middle catheter section, did not hold the seam flap and clamp, the catheter can be pushed in and out. On aug 6, 2019 during failure analysis investigation of the solex 7 catheter, the catheter failed the functional pressure leak test, a pinhole leak was observed at proximal end of serpentine balloon.